Event description:
Customer called to report they was admitted as an inpatient for a medical treatment due to low bgs. Customer stated that there was a bolus programmed but they do not remember giving it.